Event description:
Two speed implants (se-1818, se-1515) were inserted appropriately during lis franc procedure (B)(6) 2015. On or around (B)(6) 2016, broken implants were removed. If additional information pertinent to this incident is obtained, a supplemental report will be submitted.